Event description:
The tip of the inserter broke off and was left in the patient.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned insert rod confirmed the tip broke off. It was determined that the insert rod was fractured as a result of a high stress low cycle reversed bending fatigue crack initiation and propagation. No material defects were observed in the insert rod that could have contributed to fracture initiation and/or propagation to failure. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.